Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with this left ventricular (lv) lead experienced muscle stimulation. Additional information indicated that the issue was discovered by the office staff weeks prior to the procedure. The lead was surgically abandoned. No additional adverse patient effects were reported.